Event description:
The complainant reported a 57-year-old male patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, there was saturated pump flow. The motor current was flat and purge flow decreased. The pump placement was confirmed. The decision was made to add tissue plasminogen activator to the purge and monitor. Dextrose was infusing through the purge cassette. Additionally, the pump was pointed towards the mitral valve. Aggressive attempts to reposition were made to no avail. The pump was left mispositioned. Care was ultimately withdrawn and the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the positioning issue and saturated flows has been completed. Data logs were reviewed and saturated flows were confirmed on the date they were reported. There was a motor current spike and speed deviation followed by a two minute rise in purge pressure, drop in purge flow, and saturated pump flows. The pump was running at p-5 and was achieving flows above 4.0 liers per minute for the next hour. These are all indications of biomaterial ingestion, that ultimately clogged the purge gap, wrapped around the impeller shaft, and caused saturated flows. Though purge pressure spiked it never was higher than 1023 mmhg, so the high purge pressure alarm never triggered. The saturated flows and purge pressure issues both resolved, likely due to the decision to infuse tissue plasminogen activator through the purge. Clinical details provided suggest that continuous renal replacement therapy lines were rinsed back at the time of the complication which further supports the likelihood of biomaterial ingestion. Of note, there were also "impella position in aorta" alarms triggering. The product was not returned for investigation. The root cause of saturated pump flows was determined to most likely be biomaterial based on data logs and clinical details provided. At the same time as the saturated flow complication, it was reported that positioning alarms triggered. Data logs confirmed that the "impella in aorta" alarm did go off during the period of saturated flows. That being said, clinical details state that a transthoracic echocardiogram was done and confirmed pump position was acceptable. There were no reports of patient movement, patient conditions, or any other abnormalities that could have caused the positioning issues. The product was not returned for investigation. Due to lack of clinical detail, the root cause of the positioning issues could not be determined. H.6 code 4628 was inadvertently omitted from initial manufacturer device report number 1220648-2024-18779 and was added.